Manufacturer narrative:
An evaluation of the subject device by a technical specialist concluded that the device was missing the metal reflector on the chill tip. An evaluation of the reported event by a medical specialist concluded the probable root cause to be a missing or loose metal reflector. The user facility chose to continue to use the device for treatment despite the missing metal reflector.

Event description:
It was reported that four patients sustained second degree burns after hair removal treatment with a lightsheer et laser, resulting in scars and hypopigmentation.